Manufacturer narrative:
The technician replaced the hydraulic cylinder to repair the bed.

Event description:
Information received indicates the foot hydraulic cylinder is squeaking and drifting down.